Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported epistaxis could not be conclusively determined through this evaluation. The account reported that the patient was admitted on (B)(6) 2017 after experiencing epistaxis. Nasal packing was used to control the bleeding. The issue reportedly resolved on (B)(6) 2017 and the patient remains ongoing on vad support. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 lvas. This document provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2017 patient was admitted for epistaxis. Nasal packaging was performed. No further interventions were required. It stopped on (B)(6) 2017.